Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of wire broken.

Event description:
It was reported to boston scientific corporation that a microknife xl was being prepared for use in an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2024. During preparation outside the patient, the wire at the handle of the microknife xl broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of wire broken. Block h11: (investigation result). The returned microknife xl was analyzed, and a visual evaluation noted that the cutting wire was kinked and broken at the handle section. Destructive testing was performed on the device, and it was found that the wire was kinked inside the transition. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of wire broken was confirmed. After analysis of the returned device, it was determined that the cutting wire was kinked and broken and the wire inside the transition were kinked. These conditions could have been generated by device manipulation during the procedure or excess force applied to the device during insertion or removal from another device or during the interaction with the scope (hard surface). The kinks generated increased friction between the wire and the transition, causing the wire to become stuck or not able to move easily. With this friction, the handle actuation led to the breaking of the cutting wire at the handle section. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a microknife xl was being prepared for use in an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2024. During preparation outside the patient, the wire at the handle of the microknife xl broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.